Manufacturer narrative:
External insulation abrasion was noted at 9.8-9.9 cm from the pin consistent with lead friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a routine device exchange. Pre-operative interrogation showed the patient's right ventricular (rv) lead was over-sensing noise. The rv lead was explanted and replaced. There were no patient consequences throughout.